Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the images provided by the customer reveals that one image displays the current energy settings for both monopolar and bipolar instruments on the electrosurgical generator. The second image shows the distal end of a robotic cannula, which appears to be in proximity to an alleged burn site on the abdominal body wall. There is a known risk that arcing can occur when using monopolar instruments, especially at high wattage levels and in the presence of other conductive materials. This risk is inherent to all laparoscopic surgical procedures and is not unique to da vinci systems. We do warn against certain intraoperative activities known to increase the likelihood of arcing in the da vinci instruments and accessories user manual. Note: refer to medwatch report (MDR) with MFR report # 2955842-2025-44140 for MDR submission of the adverse event/malfunction related to a spark was observed originating from the monopolar curved scissors (mcs) instrument and traveling to the suction irrigator, resulting in a burn injury to the patient's abdominal wall. Refer to medwatch report (MDR) with MFR report #2955842-2025-44138 for MDR submission of the adverse event/malfunction related to hand control spacing.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, a spark was observed originating from the monopolar curved scissors (mcs) instrument and traveling to the suction irrigator, resulting in a burn injury to the patient's abdominal wall. The severity of the burn and whether the patient required any medical interventions remain unknown. According to the surgeon, issues related to hand control spacing and the functionality of the e200 generator contributed to the complication; however, the specific problems encountered by the surgeon have not been detailed. Additional information was requested, but the customer has indicated that no further information will be provided.